Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that her meter was showing the er1 message when testing with both blood and control solution. She related the proper testing technique and said "I get the blue dot every time and put blood on the pink square." She said she isn't familiar with the color chart, and has never used it. She stated that she takes an oral medication for her blood sugar and did not make any changes.